Event description:
Reportedly the pump was set to infuse at 3.6cc/hr. For hyperalimentation solution. The neonate was checked at 7:20am and the pump was running normally. At 9:30am that day, the pump was found with 5cc remaining in the syringe. Approx. 45cc had infused. The neonate was given lasix and the rate was dropped to 1cc/hr after this overinfusion. There was no adverse effect to the neonate noted after this event.